Event description:
Complainant alleged that while attempting to treat a patient. The device continued to prompt ¿replace batteries¿ message with known good batteries and then inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.